Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty initiating the buttons was unable to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 14 days ((B)(6) 2022, (B)(6) 2023 per timestamp). There were no notable alarms active in the logfile pertaining to the reported event. The device appeared to function as intended. It was reported that the battery charge display button was not displaying the battery charge and the controller being unable to perform a self-test. Multiple good faith effort attempts were made asking if any products will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was not able to press the battery button on their controller to see the percentage or perform self-test. The controller was exchanged on (B)(6) 2023 at 0900 with no problem.